Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a disconnection at the boot of the connector section. The issue had occurred during set up / inspection for use (during set up in room / before patient in room). There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image quality; faulty cable; button number two did not work; and water damage to main body based on the results of the investigation, it is likely there was a poor quality image due to a faulty cable and a root cause for the remaining malfunctions could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.